Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that two femoral impactor heads had broken at the point where the tips connect to the impactor handle. Inspection of the affected lots of material indicate that there was a specified radius missing at the bottom of the connecting post where the fracture occurred.

Event description:
Periodic review of items removed from reusable instrument trays during re-processing was completed. Review showed that two femoral impactor heads had broken at the point where the tips connect to the impactor handle.